Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on an unknown date was 600 mg/dl with no signs or symptoms of hyperglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump experience a no-power issue on (B)(6) 2016. It was reported the battery cap was not secured per instructions-for-use. There was no indication during troubleshooting of a device malfunction. The reporter maintained the allegation of a device issue after troubleshooting. This complaint is being reported because the serious injury was attributed to an alleged device malfunction.